Event description:
It was reported that there was unexpected battery longevity. It was also reported that there was high left ventricular (lv) lead threshold. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935-65 lead, (B)(6) 2010; a 5076-52 lead, (B)(6) 2012. (B)(4).